Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode. The device was reprogrammed. There was also noise causing false automatic mode switching (ams) noted on the atrial lead. However, all electrical parameters were in range so no intervention was performed and the atrial lead remains implanted. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-00715.